Manufacturer narrative:
(B)(4).

Event description:
It was reported that a burr detachment occurred. A 1.50 mm rotalink¿ plus was selected for use. During procedure, the rotation speed was set at 190,000 rpm; however, an extremely high pitched sound was noted while the burr was advanced up to the lesion. The burr was then pulled from the patient's body and observed that the burr end was missing. It was further observed that the burr was at the proximal end of the rotawire to the radiopaque marker. Snaring was done to remove the burr; however, it did not work, thus a 2.0 balloon catheter was inflated to facilitate successful removal of the burr. There were no further patient complications and the patient's condition was fine.

Event description:
It was reported that a burr detachment occurred. A 1.50mm rotalink plus was selected for use. During procedure, the rotation speed was set at 190,000rpm; however, an extremely high pitched sound was noted while the burr was advanced up to the lesion. The burr was then pulled from the patient's body and observed that the burr end was missing. It was further observed that the burr was at the proximal end of the rotawire to the radiopaque marker. Snaring was done to remove the burr; however, it did not work, thus a 2.0 balloon catheter was inflated to facilitate successful removal of the burr. There were no further patient complications and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr was microscopically and visually inspected. The annulus of the burr was flared, damaged, not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use at a high speed. There was no coil inside of the detached burr or other damage. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Please note that the dfu states "recheck the rational speed reading to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed. 1.25 ¿ 2.0mm burrs 160,000 up to 180,000 rpm¿. (B)(4).